Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During the service evaluation process conducted at the user facility it was observed that the tip of the device had broken off from the unit. No patient involvement or procedural delays were associated with the event by the initial reporter.

Event description:
During the service evaluation process conducted at the user facility it was observed that the tip of the device had broken off from the unit. No patient involvement or procedural delays were associated with the event by the initial reporter.